Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the bravo capsule failed to attach. The vacuum source was medela. There was no lubricant used to facilitate capsule replacement. A repeat bravo procedure was performed. There was nothing unusual about the patient or the procedure itself that may have led to this event. An endoscopy had been performed prior to the bravo procedure and the esophagus appeared to be normal. This bravo user has been using this procedure for 5 years. There was no patient harm. Since there was no capsule or delivery device, no capsule replacement will be issued.